Event description:
The manufacturer received information related to a simplygo portable oxygen concentrator. The device was returned to a third party service center. The service technician alleges the pca is burned and electrically defective. The customer's concern was confirmed of low fio2 triangle alarm. The device was not repaired. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.